Event description:
General report received of an unspecified number of undocumented incidents of leakage of unspecified chemotherapeutic agents; subsequently, blood loss was noted. After unspecified lengths of time in use, chemotherapeutic agents and blood leaked at the t-connector of the extension sets. The amount of blood loss was not specified. There were no reported adverse patients effects. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. A representative device is expected to be returned. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.